Manufacturer narrative:
Eval summary: the breakage may have been caused die to application of high torque along with bending/deflection during its use. The exact cause analysis can not be determined with certainty. Eval: the device was not returned for review. It is alleged that the tip broke off the guide pin. The manufacturing records were reviewed and found to be conforming. The instrument had a potential field age of approximately 9 months at the time of failure. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that tip of the guide pin broke off while the surgeon was drilling. The surgeon was able to retrieve the fractured piece from the wound.